Manufacturer narrative:
(B)(4). It was noted that the lead was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure for this patient's right ventricular (rv) lead, during the attempt to remove the rv lead, this right atrial (ra) lead became dislodged. The physician requested a new lead; therefore, the lead was removed and replaced. No additional adverse patient effects were reported.